Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (600mcg/ml, 84mcg/day, flex dosing: basal rate of1.30mcg/hr) and unknown morphine (900mcg/ml, 126mcg/day, flex dosing: basal rate of 1.95mcg/hr) in an implantable pump for intractable spasticity and post spinal cord injury. The patient experienced recent episodes of hot flashes, followed by extreme cold. The patient had a urinary tract infection (uti) in the past, but these symptoms were different. On approximately (B)(6) 2015, the patient also encountered a "stuttering" sensation from the pump. It was clarified the patient felt the pump was "stuttering on the medication delivery." There was 7 months until elective replacement indicator (eri) when the pump was checked prior to replacement. The patient was on a pump replacement list and the replacement was rescheduled when the patient developed a uti. The pump event logs were checked and the expected residual volume was aspirated from the pump. The patient had the pump replaced. It was unknown if the reported symptoms resolved at the time of the report. There was no complications with the procedure. The drug was transferred from the old pump to the new one. The patient's status at the time of the event was stated to be alive with no injury. Additional information was requested from the hcp regarding if the issue was resolved and pertinent medical history. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no significant anomaly. Pump motor o-ring wear was noted.